Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of an emerald 10ml from lot # 1063120 regarding item # 302932 with the reported issue of ¿foreign substances in syringe¿. The DHR of material number 302932 and lot number 1063120 was checked and no quality notifications were recorded on this lot. No samples and one photograph were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of material code 302932 and lot number 1063120 for investigating the reported defect of foreign matter. None of the ten retention samples showed any foreign matter in them. To confirm the defect the original sample will be required for investigation and to determine the root cause and corrective action. The defect is not confirmed. No samples and one photograph were received from the customer. The photograph sent by the customer did not help in investigation of foreign matter.

Event description:
It was reported when using the bd syr 10ml ls 21x1-1/4in tw emerald there was foreign matter on the syringe. The following information was provided by the initial reporter. The customer stated: there was "foreign substance in the syringe."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of an emerald 10ml from lot # 1063120 regarding item # 302932 with the reported issue of ¿foreign substances in syringe¿. The DHR of material number 302932 and lot number 1063120 was checked and no quality notifications were recorded on this lot. No samples and one photograph were received from the customer and were used for investigation of the reported defects. The investigation team also used retention samples of material code 302932 and lot number 1063120 for investigating the reported defect of foreign matter. None of the ten retention samples showed any foreign matter in them. To confirm the defect the original sample will be required for investigation and to determine the root cause and corrective action. The defect is not confirmed. No samples and one photograph were received from the customer. The photograph sent by the customer did not help in investigation of foreign matter.

Event description:
It was reported when using the bd syr 10ml ls 21x1-1/4in tw emerald there was foreign matter on the syringe. The following information was provided by the initial reporter. The customer stated: there was "foreign substance in the syringe."